Event description:
The patient's father reported the patient was unable to walk after getting out of the car after the hcp reprogrammed the device. The hcp reprogrammed the device to a lower setting and the patient recovered without sequlae.

Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review.this medwatch report represents 6 unreported serious injury events for model 8840, 4 serious injury events for model 7438, and 1 serious injury event for model 7436 for the above time period (all product code mhy). This total includes the event described in this report.